Event description:
On (B)(4) 2009, the following information was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tri-tome pc triple lumen sphincterotome. The cutting wire broke near the distal end after cautery was applied. No portion of the cutting wire became free inside the patient. The sphincterotome was withdrawn from the endoscope and another tri-20m was used to complete the procedure. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. On (B)(4) 2009, the device was returned for evaluation. Upon evaluation, we confirmed a small section of the cutting wire (2mm - 3mm in length) was missing from the sphincterotome. This report is being provided out of an abundance of caution. A foreign object was not retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
This occured during the (B)(6) 2009 time period. The report of cutting wire breakage was initially provided to cook endoscopy on (B)(4) 2009. At this time, the information did not reasonably suggest that a reportable event had occurred. Upon receipt of the product for evaluation on (B)(4) 2009, we confirmed this occurrence met reporting criteria. Evaluation: our evaluation of the device said to be involved confirmed the report of cutting wire breakage. The cutting wire is broken near the distal end. During our laboratory evaluation, the length of the cutting wire was measured. The length of the cutting wire indicates, a small section of the cutting wire is missing. The missing section is approximately 2mm to 3mm in length and 0.01 inches in diameter. The cutting wire exhibits evidence of a cautery application (blackening of the cutting wire was noted). Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. The lot number involved was requested from the initial reporter but was not provided. After a review of the account ordering and shipping history, we confirmed multiple lots have been shipped to this account prior to receipt of this report. The lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits out ability to conclusively determine a cause. Cutting wire breakage and separation can occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings, this can contribute to cutting wire breakage and separation. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire breakage and separation. The instructions for use caution the user, the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this action, no corrective action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.